Event description:
The product was used during a left carotid endarterectomy procedure. Reportedly, the mid-section of the clip line failed. The surgeon has stated that he believes the clip line was disrupted during removal of the shunt prior to closure. The surgeon sutured to correct the condition. The hospital has reported the patient's condition is satisfactory.